Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented image loss or no image when connected to an endoscope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection but was inspected by field service engineer onsite and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image loss or no image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.